Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation confirmed the loss of the imaging function on site. The cause was determined to be overheating of the x-ray tube. There are several possible causes for such a case. After considering the available data, our system specialists see the following two possibilities as probable: - if the cooling system of the x-ray tube not as described in the instructions for use was filled with water. - if water evaporation through the system's cooling hoses was so high that it significantly reduced the system's cooling capacity. Neither case can be verified in retrospect as the cooling unit was replaced. In the process, cooling medium was also refilled which eliminated the fault case. After service intervention, the system works as specified. A possible general fault that would require corrective measures of the installed base could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q ceiling system. During an interventional procedure, the user reported a beeping alarm and an error message indicating the tube was hot. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.